Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the electrocardiogram (ECG) cable was not functional. It was indicated that the ECG connector on the printed circuit board was loose. The board was replaced and recalibrated. It was also indicated that the power supply and system fans were noisy, and that the latch tabs of the power cord bay were stressed. These parts were replaced and the programmer passed all functional and system tests. (B)(4).

Event description:
It was reported the port for the ECG (electrocardiogram) slave cable is not functional. The programmer was returned for repair. There was no patient involvement. (B)(6) 2015: the programmer tested out of specification during manufacturer's analysis, and that the radiofrequency (rf) head which was returned as an associated device, also tested out of specification. There was no patient involvement.